Event description:
The customer reported having air bubbles in the reservoir. The blood glucose reading was 135mg/dl. Advised the customer to disconnect at the quick release and to prime until air bubbles are no longer visible. Suggested that insulin should be stored at room temperature to prevent gassing out when it warms in the insulin pump. Verified for leaks and the customer stated that there are not any leaks. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 2032227-2012-06973. Mfg. Report 2 of 2, medwatch report # 3004209178-2012-89255.